Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels while firing at 128% laser power. The surgeon came off the foot pedal and switched to 100% firing power and continued to ablate. The pixels did alleviated but did not completely disappear. It was noted that the physician performed a biopsy prior to the ablation procedure and also flushed the biopsy with a solution. There were no patient complications reported in relation to this event.